Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. There were no issues noted with the profile of the devices tip. It was alleged that the stent had been damaged during the complaint incident however a visual and microscopic examination found no issue with the profile of the stent. A visual and microscopic examination found no issue with the profile of the device¿s inner or markerbands. A 0.014in guidewire was inserted through the device without issue. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left circumflex artery (lcx). A 2.25x28mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion and the physician noticed that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in the left circumflex artery (lcx). A 2.25x28mm promus element ¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion and the physician noticed that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).